Event description:
The product was used during a bowel resection procedure. Reportedly, the anastomosis was not complete. The anastomosis had to be resected and the surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.